Manufacturer narrative:
Added: d3 , g1. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 73-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of known coronary artery disease and diabetes mellitus. The patient underwent emergency catheterization. During the initial insertion of a 6f sheath, a hematoma was noted to be forming; however, due to the patient¿s actively deteriorating clinical status, the physician elected to proceed with impella insertion. The procedure was successfully completed with revascularization of the culprit vessel. The impella device was subsequently weaned and explanted with closure and manual pressure applied to the access site. The patient survived to explant. The reported hematoma requiring hemostasis and surgical intervention is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support.